Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer reported device reboots during admit/discharge/transfer operations. The issue occurred after january 1 2018. There was no patient incident.